Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2022 due to diabetic ketoacidosis and hyperglycemia. The blood glucose level at the time of event was 25mmol/l. It was unknown that the customer was using the insulin pump within 48 hours of the reported event with auto mode feature on. Customer had symptoms such as hyperventilation, sweating, tachycardia. Customer was treated for high blood glucose with insulin drip, saline. No further patient complications were reported. The insulin pump will not be returned for analysis.